Manufacturer narrative:
The device was inspected and no defects were found that would indicate a failure to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. The formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 1 and 4 hours on the hip/buttocks. The patient replaced the pod with a new one and bolused.